Manufacturer narrative:
Corrected data: in review of section e in follow-up 1, the country was inadvertently selected as united states, however, the country should have been united kingdom all pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no additional complaint folder has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event; unknown/ not provided. (B)(6). If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer has a faulty lens, no patient involvement reported. After several follow-up no further information available.